Manufacturer narrative:
Quality control was performed on all involved meters with acceptable results. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable glucose results from three accu-chek inform ii meters compared to a laboratory. The laboratory results were believed to be correct and used for treatment decisions.

Manufacturer narrative:
Meter serial numbers (B)(6) and strips of lot 480233 and 480036 were received for investigation and tested with quality control materials. Control ranges: level 1: 30-60 mg/dl level 2: 261-353 mg/dl results: lot 480036 with meter serial number (B)(6) 815: level 1: 45, 44, 44 mg/dl level 2: 307, 311, 308 mg/dl lot 480036 with meter serial number (B)(6): level 1: 47, 46, 46 mg/dl level 2: 317, 310, 315 mg/dl lot 480233: level 1: 46, 44, 45 mg/dl level 2: 313, 308, 304 mg/dl more than 12 strips of lot 480036 were received. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. No obvious reagent discoloration. The vial integrity of the returned vial was tested and passed. As the primary packaging seal was acceptable for the returned vial, there is evidence to support that the returned product was appropriately sealed. All testing with the returned strips produced acceptable results and no strip defects were observed. Medwatch fields d9 and h3 were updated.